Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leaks. Customer's blood glucose was unknown mg/dl. The customer stated that the reservoir were leaking insulin and line on infusion sets came out. The customer declined to troubleshoot said they already did need as soon as possible. The customer was advised that we would send sets.